Event description:
The patient presented to the emergency room with episodes of presyncope and bradycardia. The device was interrogated and revealed an increase in capture threshold that resulted in intermittent loss of capture. The device was reprogrammed to resolve the capture anomalies. Diagnostic imaging was performed and revealed that the right atrial (ra) and right ventricular (rv) leads were stretched resulting in a lead slack anomaly. It was suspected that the ra and rv leads became stretched due to the pocket of the device being too large and causing the device to migrate in the pocket. A revision procedure was scheduled for the ra and rv leads. The ra lead was successfully repositioned. During the revision procedure, the rv lead became dislodged. The rv lead was explanted and replaced to resolve the event and the patient was stable. Additional manufacturer reference number: 2017865-2021-27556, 2017865-2021-27338.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was reported that the patient had dizziness and bradycardia following loss of capture observed on the right ventricular (rv) lead. The device was reprogrammed to address the loss of capture and diagnostic imaging was performed which revealed a lead slack issue on the rv and atrial leads. The atrial lead was successfully repositioned and the rv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.